Manufacturer narrative:
Additional information concerning the return of this ICD is being requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Surgical intervention has been performed, and this device has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this ICD was never returned back from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.